Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm, a spanish software anomaly alarm, as well as an external ram error alarm. Customer's blood glucose levels at the time 92mg/dl. Unable to troubleshoot due to insulin pump being lost. No additional information was provided.